Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters on her right side. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient went to the hospital and her blisters improved.